Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirms the reported event. Device history lot: null. Device history lot: null. Device history review: null.

Event description:
The der states that the tibial impactor was found broken in tray.

Manufacturer narrative:
Pc(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.